Event description:
Information was received from the patient. It was reported that they had a programming issue with their previous implantable neurostimulator (ins). The patient clarified that they couldn¿t get the ins programmed to cover their pain. The patient stated that they were getting stimulation in their upper spine instead of their lower spine. It was further reported that their ins battery died after 30 days, so they got the device replaced. It was noted that the issues started when the patient was implanted on (B)(6) 2015. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.